Event description:
Additional information received from the consumer reported that the internal battery in the old device stopped working within 6 months of having it installed.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that over time the patient seemed to have gotten used to the stimulation. He had it up to 10 but the effectiveness was not as good as it used to be and he was becoming immune to it. A loss of therapeutic effect was reported. The patient wanted to meet with the manufacturer's representative (rep) for reprogramming. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. Further information received from the rep reported that the patient made an appointment, but cancelled it. Additional information received from the patient reported that the loss of stimulation/effectiveness issue had not been resolved. The patient wanted someone to take a look at their device and adjust it. Additional information received from the consumer reported that he had a premature end of service message. The patient stated that he was told it would last 7-8 years but it lasted six months. The patient was dissatisfied with the implant longevity. The implant was replaced on (B)(6) 2015. The indication for use was spinal pain. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from a patient referencing their first implant not lasting very long. It was reported that it only lasted six months before there was some sort of system issue. No further complications were reported/anticipated.